Manufacturer narrative:
UDI - (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4). According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to: occlusion.

Event description:
On (B)(6) 2018, this patient underwent an endovascular procedure to repair a complete occlusion of the right superficial femoral artery (total lesion length: 30 cm, occlusion length: 25 cm) using gore® viabahn® endoprostheses. A parent sheath (6 fr) and a spindle guidewire were utilized. The lesion was expanded using an ultraverse balloon catheter (4 mm x 30 cm). A jhjr052502j was deployed, and a jhjr061002j was then deployed distal to the first endoprosthesis as planned. Touch-up ballooning was performed using a saber balloon catheter (5 mm x 15 cm). Digital angiography (da) showed a good blood flow. It was elected to perform touch-up ballooning again to the proximal end of the endoprostheses using a saber balloon catheter (6 mm x 4 cm). After that, da showed a thrombus formation in the middle of the jhjr061002. It was also confirmed that there was a plaque in the left popliteal artery which might be scattered during the procedure. As reported, multiple thrombectomy attempts were made, however, the thrombus in the endoprosthesis could not be removed. Plain old balloon angioplasty (poba) was performed to the popliteal artery using an unknown balloon catheter (3 mm x 12 cm), however, the condition was not improved. The blood flow became worse, and the endoprostheses were finally occluded. As doppler imaging confirmed that distal blood flow was preserved, the physician elected to conclude the procedure. The patient reportedly tolerated the procedure and is being monitored. The physician reportedly stated, the cause of the event could not be determined. However, the thrombus and the plaque might have been scattered during the last touch-up ballooning (saber, 6 mm x 4 cm), or the thrombus inside the sheath might have been pushed out.